Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed on the device's error log. The service technician further evaluated and found the machine flow sensor had caused the ventilator service required error code to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, muffler assembly, tubing (system printed circuit assembly, blower chassis, fio2, and low flow o2), cooling fan assembly, fan retainer, blower bellows seal, and blower mount were replaced for contamination unrelated to the reportable issue. The device passed all final testing.